Manufacturer narrative:
Additional information has been requested. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Technical services provided and analyzed the service history which indicates proper and periodic maintenance has been completed. Technical root cause could not be determined as the system was performing within specifications and as intended. The contributing factors could be sterilization of instruments, surgical techniques, pre and post-operative medications. (B)(4).

Event description:
An optometrist reported patient with stage two diffuse lamellar keratitis (dlk) at one week lasik post-operative visit. At visit patient complained of "slightly blurry vision." Additional information from reporter indicated patient's topical steroid dosage was increased. Additional information has been requested. This report captures the right eye, an additional report is filed for the left eye.